Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-ray were reviewed. The revision was caused due to tibial subsidence. The root cause for the subsidence could not be determined based on the lack of pre-op x-ray. Typical root causes for subsidence are specific to pt pathology (poor pt selection, insufficient density of sclerotic bone bed). There is no evidence indicating a failure of the implant or the system.

Event description:
Revision.